Event description:
It was reported that the patient is still in constant pain after revision surgery. Patient is on pain killer and still walks on crutches.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left stryker hip.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding incorrect implant selection leading to pain and hyperplasia involving a secur-fit max stem was reported. The event was not confirmed. A review of provided records performed by a consulting clinician indicated: "on (B)(6) 2013 a tibial strut allograft of the left femoral shaft was performed for a diagnosis of stress induced hyperplasia of the left femoral shaft with thigh pain. [...] There is no radiographic confirmation of the diagnosis of stress induced hyperplasia of the femur secondary to the femoral components, but the apparent relief of thigh pain after the allograft surgery would appear to confirm the diagnosis. There is no reason to conclude that any unique factors of prosthetic design, manufacturing, or materials of the stryker components were responsible for this clinical situation.¿ device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the medical review indicated that the relief of thigh pain after the allograft surgery indicates there was stress induced hyperplasia. However, there is no indication that the stem was too long causing the stress. With the information provided, there is no evidence to suggest the event is device related. The following other devices were also listed in this report: trident psl ha cluster 54mm; cat# 542-11-54f; lot# mleawh. Trident 10° x3 insert 36mm ID; cat# 623-10-36f; lot# mkrrhy. Delta c-taper head 36mm +5; cat# 18-3605; lot# 39214801. D-m 2.0mm beaded cable set ss; cat# 3704-0-050; lot# 42587002. D-m 2.0mm beaded cable set ss; cat# 3704-0-050; lot# 40069607. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient is still in constant pain after revision surgery. Patient is on pain killer and still walks on crutches.